Manufacturer narrative:
The subject device was received and evaluated. Device inspection, service repair noted , the defect described by the customer was not found during the incoming inspection. No issue found on the channel. Furthermore, the following findings were noted during inspection: function checks: angulation system passed. Distal end - c-cover ¿noted with sharp edge (snag). A-rubber glue (bending section) noted cracked. Connecting tube (insertion tube) noted scratch. Air /water nut noted painting peel off. Suction cylinder nut noted painting peel off. Universal cord noted scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.¿

Event description:
Customer sent a repair request with a report description " a clip got stuck in the biopsy-channel and got through the washing process. In the end it did come out". Customer stated "please visually check the entire biopsy-channel for damage". There is no patient infection associated on this reported event. There was no patient harm reported, no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The defect of biopsy channel did not occur as there was no abnormality in suction volume test. Therefore, the stuck clip was not caused by defect of biopsy channel. Although the root cause of the event could not be specified, the following likely contributed to the event: since the clip jaw opened while retrieving, the clip was stuck in biopsy channel, including the insertion section mount unit. Since the user facility used a non-olympus cleaning brush, the brush did not match channel diameter of the device and it was difficult to discharge the clip. The following is included in the instructions for use (IFU) and may have helped prevent the event: "avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus." "Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. Confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." "When aspirating body fluid via the endoscope, be careful not to aspirate a clip or clip connector which has been dropped inside the body cavity, as this could clog up the suction channel or cause the clip/clip connector to be stuck in the suction valve and disable the endoscope¿s suction function. If a clip or clip connector is accidentally aspirated into the endoscope, follow the procedure given in ¿removal of an aspirated clip or clip connector¿" olympus will continue to monitor field performance for this device.